Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product lot no., product catalog no., expiry date, UDI no.,), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2014- patient was diagnosed with large right inguinal hernia thereby underwent open repair with implant of kugel patch. Per op notes, ¿a large hernia near scrotum and a large indirect inguinal hernia sac was identified and dissected. A kugel patch was placed to cover direct and indirect space and sutured¿. On (B)(6) 2018- patient was diagnosed with recurrent right inguinal hernia, thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, ¿recurrent hernia in right inguinal region was identified and a synthetic mesh was placed and sutured¿.